Event description:
It was reported that shaft fracture occurred. The 75% stenosed target lesion was located in the left anterior descending artery (lad). A 2.00mm x 20mm emerge¿ balloon catheter was selected for use to dilate the lesion. However, the front-end of the balloon shaft was fractured. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the event happened outside the patient's body.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter. The product mandrel and the protective tubing that is placed over the balloon in manufacturing were in their respective as-manufactured positions on the device. The hypotube shaft was completely separated at the strain relief. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 75% stenosed target lesion was located in the left anterior descending artery (lad). A 2.00mm x 20mm emerge¿ balloon catheter was selected for use to dilate the lesion. However, the front-end of the balloon shaft was fractured. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).